Manufacturer narrative:
Other devices listed in this report: cat # unknown lot # unknown, description: unknown 13mm ts insert; cat # unknown lot # unknown, description: unknown patella; cat # unknown lot # unknown, description: unknown duracon ts femur. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a duracon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: not performed because medical records were not provided for review. Device history review: indicated all devices accepted into final stock met specification. Complaint history review: indicated there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as pre- and post-operative x-rays and the revision operative report are needed.

Event description:
It was reported that the patient presented to office with painful right knee. X-rays, bone scan showed loose total knee. Scheduled for surgery. Inter-op gram stain negative. Revised with triathalon ts.

Event description:
It was reported that the patient presented to office with painful right knee. X-rays, bone scan showed loose total knee. Scheduled for surgery. Inter-op gram stain negative. Revised with triathalon ts.